Manufacturer narrative:
During the advancing of the palmaz blue to the renal artery lesion, the stent fell off the balloon into the iliac artery. There was no patient injury. The procedure was stopped when the stent fell off. The stent fell completely off the balloon. The stent could not be removed, so the stent is still in the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor the guide catheter. The device did not cross the lesion as the stent fell off before the lesion. The product was stored, handled, inspected and prepped according to the instructions for use (IFU) with no defects or difficulty noted. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if the catheter was ever in an acute bend. The target lesion characteristics and vessel length are unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17408163 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. It is difficult to ascertain what may have contributed to the reported event due to the paucity of information. According to the instructions for use ¿the cordis palmaz blue .014¿ transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree. Do not attempt to remove or readjust the transhepatic biliary stent on the delivery system. Inspect the crimped transhepatic biliary stent for adherence to the balloon. Do not reposition the transhepatic biliary stent or hand crimp. Caution: avoid manipulation of transhepatic biliary stent during flushing of guidewire lumen, as this may disrupt the placement of the transhepatic biliary stent on the balloon. Caution: always use a cordis sheath introducer (csi) or guiding catheter for the implant procedure to protect the incision site and the transhepatic biliary access tract, and to avoid dislodging the transhepatic biliary stent from the balloon. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, secure the delivery system to the csi or guiding catheter; then remove the csi or guiding catheter and delivery system as a single unit.¿ neither the DHR nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during the advancing of the palmaz blue to renal artery lesion, the stent fell off the balloon into the iliac artery. There was no patient injury. The procedure was stopped when the stent was fell off. The stent fall completely off the balloon. The stent could not be removed, so the stent is still in the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor the guide catheter. The device never cross the lesion as the stent fell off before the lesion. The product was stored, handled, inspected and prepped according to the instruction for use (IFU) with no defects or difficulty noted. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if the catheter was ever in an acute bend. The target lesion characteristics and vessel length are unknown.

Manufacturer narrative:
During the advancing of the palmaz blue to the renal artery lesion, the stent fell off the balloon into the iliac artery. There was no patient injury. The procedure was stopped when the stent fell off. The stent fell completely off the balloon. The stent could not be removed, so the stent is still in the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor the guide catheter. The device did not cross the lesion as the stent fell off before the lesion. The product was stored, handled, inspected and prepped according to the instructions for use (IFU) with no defects or difficulty noted. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if the catheter was ever in an acute bend. The target lesion characteristics and vessel length are unknown. The device was returned for analysis. One non-sterile unit of palmaz blue .014¿ peripheral stent system was returned coiled. Per visual analysis it was noted that the balloon had been inflated and deflated and it was partially inflated. The stent was not returned. No other issues were noted. Per microscopic analysis the stent crimping marks were noted on the balloon surface as expected. This indicates that the device complied with the stent crimp process. A device history record (DHR) review of lot 17408163 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent ¿ dislodged - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. According to the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding.¿ based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the balloon having been inflated and deflated noted during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process as the presence of crimping marks indicates that the device complied with the stent crimp process during the manufacturing process; therefore, no corrective/preventive action will be taken at this time.